Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed an out of range (oor) pacing lead impedance alert. The pacing impedance had been oor since last year. The rv lead remains in service at this point and has been implanted more than ten years. No adverse patient effects were reported.